Event description:
The reporter stated the surgeon was inserting an implantable collamer lens model micl12.1 mm and the lens tore and was removed with no patient injury. It was reported that they used the wrong forceps during surgery.

Manufacturer narrative:
Evaluation: a work order search. A visual inspection of the returned product shows a small tear in one plate haptic. There is clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for evaluation. A work order search was performed for similar complaints within the search and no similar complaints were found.